Event description:
Customer reported that the date and time setting in her freestyle flash was incorrect and she was unable to test. She reported experiencing sweatiness, disorientation and stated she "stopped breathing". Paramedics responded to her home and received a reading of 34 mg/dl on their meter and administered glucose sublingually. She was transported to a local hospital, diagnosed with hypoglycemia and treated with IV dextrose. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been returned for investigation and the complaint was not confirmed. A replacement meter has been sent to customer.